Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges insulin leaking under the adhesive. No adverse event reported. Cannula has been discarded; no product will be returned.